Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/18/2019. H3 device evaluation summary: an unopened sample of product code j434, lot # mlk203 was returned for evaluation. The complaint sample was not received for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the issue related to the needle or the suture thread? Suture thread. Was the needle actually broken in this procedure? No. Was the suture thread broken in this procedure? Yes. How was case completed? By replacing the same like product. Lot number mlk203. Will the item be returned for evaluation?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the tensile strength was not as strong as usual and the suture broke. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.